Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported the patient complained of left arm numbness and cramps between shoulder blades on (B)(6) 2016. No action was taken as an intervention and the event resulted in an unscheduled clinic or office visit. The outcome was noted as ongoing. The clinical diagnosis was left upper extremity numbness. The etiology of the event was possibly related to the device or therapy and not related to the implant procedure. Additional information received from a healthcare provider (hcp) indicated a granuloma was suspected but was not confirmed. The clinical diagnosis was 'suspected granuloma at catheter tip'. No further complications were reported/anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated no granuloma was confirmed. The device diagnosis was updated to other suspected catheter malfunction. The clinical diagnosis was updated to left upper extremity numbness. The event was resolved without sequelae on 2017 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a MRI without contrast on (B)(6)2017 and the results were not available. It was noted the issue resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was (B)(6) lbs.